Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3, section 3.5 manual cleaning¿ and ¿chapter 5 storage and disposal¿ and check during reprocessing that stain especially on the instrument channel outlet and the objective lens surface was removed. If stain remains, clean it until all the stain is removed, and inspect the handling environment such as thorough rinsing, draining/drying of the residual water in the channel after cleaning.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of foreign matter inside the channel was confirmed. The device evaluation found channel-tube had foreign objects. Residual liquid or foreign material came out of channel-tube. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip. Forceps channel port was shaved. Paint of the suction cylinder and air/water cylinder were peeled. The electrical connector had discoloration due to water leakage. The objective lens had a chip. In addition, the lock engagement lever, the free engagement knob, the right/left, up/down knob, the switch box, the scope cover, the scope connector, the scope connector cover unit, the universal cord, the grip, the control unit, and the plastic distal end cover were all scratched. The customer's cleaning, disinfection and sterilization /(cds) states: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had an idea for when the foreign object adhered to the scope. The facility stated that the foreign material was a hemostatic agent. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. There was no response if the endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the facility if there were any other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, dirt does not come off from inside the pipe of the evis lucera gastrointestinal videoscope. There were no reports of patient harm.